Manufacturer narrative:
The reported occlusion alarm issue was confirmed. The device would not alarm occlusion. The device failed the 8 psi and 30 psi occlusion test. The device was found to have a keypad issue which is not related to the user reported occlusion alarm issue. The device was repaired and retested to meet all specifications on 09/07/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00250).

Manufacturer narrative:
The manufacturer is currently in the process of testing this device.

Event description:
The user reported that the device has an occlusion alarm issue. The user reported that the device missed the occlusion alarm: "pressure at 24 psi and pump does not stop. On pressure meter is over 85 psi and 8 minutes running. During pump is running ; pinch off the tubing with a set clamp and pump is still running no alarm." No patient injury or harm occured for this case.